Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022 a 20mm amplatzer amulet left atrial appendage occluder was implanted using a 12f amplatzer amulet delivery sheath in a patient with a difficult anatomy. The device was never fully retracted into the delivery sheath. The patient was hemodynamically stable throughout the procedure and no clinically significant prolonged procedure time was reported. One hour after the procedure, the patients blood pressure dropped and a pericardial effusion of unknown origin was discovered via transthoracic echocardiogram; the effusion did not lead to cardiac tamponade. Pericardiocentesis was then performed to drain the effusion. The patient is reported to be stable.

Manufacturer narrative:
An event of pericardial effusion occured after implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the root cause of the reported incident could not be conclusively determined.